Event description:
The CT (computed tomography) number of density table must have an entry defining a density of zero for a CT value of zero. However, it is possible for a user to create the table without a (0,0) point. Without the (0,0.) Point, the dose calculated by pinnacle is correct but the reported source to surface distance is incorrect.